Manufacturer narrative:
The relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 10 mg/ml dilaudid at a dose of 12.014 mg/day, 15.0 mg/ml bupivacaine at a dose of 18.021 mg/day, 375 mcg/ml clonidine at a dose of 450.51 mcg/ml and 400 mcg/ml fentanyl at a dose of 480.55 mcg/day via an implantable infusion pump for non-malignant pain. It was reported that the pump catheter was to be replaced on (B)(6) 2017. Dye study and roller study were done and both were non-functioning. The issue was not resolved at the time of this report and the patient's status was "alive - no injury". The patient stated that he had noticed for a couple months that his pain was worse. There had been some discrepancy in pump refills and got more than expected. The patient was replaced with a new catheter and a new pump. The expected pump value was 2.6 ml and the hcp 27 ml back out of pump before case. The patient catheter was replaced as it was occluded and could not be aspirated. The patient dose was cut 50 percent by the hcp after the case. The patient was doing well in the post op area. The pump was to be returned to the manufacture for analysis. No further complications were expected or anticipated. The patient's medical history included: chronic pain, fbss, and fibrosinmediunstenitis.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter revealed acceptable testing and the catheter was incomplete and returned in segments. Correction: device code: (B)(4) is also applicable to this event. Eval conclusion code ¿ is being updated for this event regarding the pump and catheter. Eval method code applies to the catheter. Correction: "inspection" was checked on the initial report and does not apply. If information is provided in the future, a supplemental report will be issued.